Event description:
Facility paramedics were using the device to pace a pt with an unspecified cardiac arrhythmia. Reportedly, the pacer spontaneously shut off. The pt was not resuscitated. The reporter did not know whether the discrepancy affected pt outcome.